Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months.  (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 after presenting to the emergency department with symptoms of a stroke. The symptoms included blurred vision, changes to speech, and an inability to feel the hands. It was also reported that the patient had elevated lactate dehydrogenase, and that the lvad was producing elevate flow estimations. Anticoagulants at the time of the event were aspirin, warfarin, and persantine. During a neurological consult on (B)(6) 2017, the patient had a national institutes of health stroke scale (nihss) score of 3. A head CT and CT angiography (cta) revealed no hemorrhage or acute cerebrovascular accident (cva). On (B)(6) 2017, a repeat head CT showed an acute infarct in the right occipitoparietal lobe, and there was concern for ischemic stroke with a likely cardio-embolic source. On (B)(6) 2017, warfarin was held and a bivalirudin infusion was started. On (B)(6) 2017, a stroke code was called due to acute headache, confusion, and tremulousness. Head CT on (B)(6) 2017 revealed a small subarachnoid hemorrhage, adjacent to prior ischemic territory. Nihss was 2. On (B)(6) 2017, the patient reported that the headache had improved. On (B)(6) 2017, modified rankin score (mrs) score was 1. Ldh had decreased to normal limits; however, elevated lvad flow estimations and power readings persisted. On (B)(6) 2017, the patient underwent a pump exchange. It was reported that post-exchange, the patient was doing well and was transferred out of the intensive care unit on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The device was returned assembled. Examination of device upon disassembly, revealed a red, tissue-like deposition around the inlet stator bearing cup and rotor bearing ball. The thrombus had a ring-like structure with laminated layering and areas that were denatured, indicating that it likely developed over an undetermined period of time while the pump was in operation. The deposition was of moderate size and would have impeded flow. Although a specific cause for its development, the time period in which it developed, and the duration of its presence in the pump could not be conclusively determined, the deposition would have potentially contributed to the reported elevated lactate dehydrogenase level. Additionally, the deposition would have created additional resistance on the spinning rotor, potentially contributing to the reported pump power elevations. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported stroke could not be conclusively determined. Device thrombosis, hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.